Event description:
It was reported that customer¿s continuous glucose monitoring displayed an error message associated with sensor use. There was no reported adverse impact to the customer. Customer contacted support, was guided through a full pump reset, confirmed that error message did not recur, and successfully started new sensor session, with no further issues reported.